Event description:
It was reported that when the patient ¿had the implant done I had to have another one put in because the first one failed. Within a few months of the implant I got an infection of cellulitis really bad so it shorted the device out.¿no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Unrelated broken belt event captured in pe (B)(4). Unrelated broken belt event captured in pe (B)(4). Unrelated belt event captured in pe (B)(4). Unrelated programming isn¿t working event captured in pe (B)(4).

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).